Event description:
Unomedical reference number 1(B)(4). Event occurred in the united states. On (B)(6) 2024, patient reported that four infusion set fell off event during use. Events happened in april and beginning of may for three sets. No further information available.

Manufacturer narrative:
Initial and final MDR 1905980 -MDR 3003442380-2024-12569 device 2 of 4.